Event description:
Attempts to advance a coronary stent with delivery system to the pre-dilated target lesion site in the pt's circumflex artery were unsuccessful. During withdrawal of the delivery system, the sheath retracted and the stent embolized. The dr then compressed the stent against the vessel wall. There were no clinical sequelae reported relative to the event.